Event description:
The hearing aid user noticed that her ears became "sweaty" after wearing her new in-the-canal hearing aid. She had previously worn a full shell in-the-ear hearing aid. She went to the dr and was treated for a fungal infection. When the infection cleared, the user was fit with a larger aid, and there are no further problems.